Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned acs multi link rx ultra coronary stent system noted blood and contrast visible in the inflation lumen and in the balloon, consistent with a leak while in the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There were two bends in the hypotube 4 cm and 19 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A new indeflator filled with water was used in an attempt to pressurize the stent delivery system(sds) when fluid leaked out a longitudinal tear in the balloon along the balloon fold 2 mm distal to the proximal seal for a length of 2 mm. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length and stent outer diameters were measured and met manufacturing criteria. The patient anatomy was reportedly heavily calcified which likely contributed to the failure to advance. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. To help ensure that this damage is not the result of manufacturing, all products are 100% visually inspected for damage, including at the point where the catheter is inserted into the packaging coil. Additionally, all products are 100% leak tested prior to packaging and a sampling of units is destructively tested to verify the catheter body integrity and rated burst pressure prior to release. There was no report of any leaks or damage to the product noted during visual inspection or preparation for use which suggests the balloon was not damage prior to use. In this case, it is likely that the balloon material was damaged (scratched) during interactions with other devices, or calcified lesion during the attempt to cross the lesion or during retraction. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported failure to advance and noted damage to the balloon appear to be related to the operational context of the procedure.

Event description:
It was reported that the procedure was to treat a lesion in a saphenous vein graf to the obtuse marginal, with heavy calcification. After pre-dilatation with a trek balloon, the 5.0 x 18 ultra stent would not cross the lesion. A 4.5 x 16 non-abbott stent crossed the lesion, and the procedure was completed successfully. There were no patient effects were reported. No additional information was provided. During return device analysis, a longitudinal tear in the balloon was observed.